Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the white residue inside the air/water channel, air/water cylinder and auxiliary channel could not be established. A root cause could not be identified. Based on the results of the investigation, the cause of the no image (blackout) and b30 communication error was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had no image (blackout) and a b30 communication error. Additionally, there was white residue inside the air/water channel, air/water cylinder and auxiliary channel. There was no patient involvement.